Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and ulcer ('ulcers hospitalization') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced epilepsy ("epilepsy"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ulcer (seriousness criterion hospitalization), presyncope ("vagal malaise"), fatigue ("unexplained fatigue"), dyspepsia ("digestive problems"), gastrointestinal pain ("intestinal spasms"), dizziness ("dizziness"), tinnitus ("tinnitus"), deafness ("hearing loss"), visual impairment ("reduced vision"), vision blurred ("blurred and double vision"), diplopia ("blurred and double vision"), sinusitis ("pansinusitis"), chronic sinusitis ("chronic sinusitis"), ear infection ("ear infections"), wheezing ("pulmonary wheezing"), ligament rupture ("several ligament ruptures"), skeletal injury ("skeletal problem"), thyroid disorder ("thyroid"), vaginal discharge abnormality ("brown discharge"), offensive vaginal discharge ("malodorous excessive sweating"), loss of libido ("loss of libido"), cardiovascular disorder ("circulation problems"), contusion ("severe bruising"), feeling cold ("excessively chilly"), incontinence ("incontinence"), dysuria ("difficulty urinating"), diarrhoea ("diarrhoea"), constipation ("constipation"), haematochezia ("blood in stool"), proctalgia ("rectal pain"), endometriosis ("endometriosis"), flatulence ("flatulence"), hot flush ("unexplained hot flushes"), nausea ("nausea"), dysphagia ("swallowing problems"), transient ischaemic attack ("transitory ischemic accident"), migraine ("migraines 2 to 15 days apart"), insomnia ("insomnia"), pain in extremity ("pain in the legs"), restless legs syndrome ("restless leg syndromes"), oedema peripheral ("hand oedema"), osteoarthritis ("unexplained deformative osteoarthritis given my age"), nervous system disorder ("neurological problems"), dysgraphia ("difficulty writing"), disturbance in attention ("problems with concentration for everyday things"), tachycardia ("tachycardia"), neuralgia ("neuralgia"), paraesthesia ("loss of sensitivity (paraesthesia)"), neuropathic pain ("neuropathic pain elbows, shoulders, finger, arm, achilles tendon"), back pain ("acute back pain / severe lower back pain"), hypovitaminosis ("vitamin b12 deficiencies"), stress ("excess stress"), clumsiness ("repetitive clumsiness everything falls out of my hands"), gait disturbance ("total inability to run, almost total inability to cycle"), amnesia ("loss of memory / forgetting to put the handbrake on, forgetting to turn off"), impaired work ability ("inability to work"), partner stress ("damage they cause to patients but also to all their loved ones, because relatives lives are a calamity"), loose tooth ("loose teeth"), granuloma ("granulomas"), dry skin ("lizard skin excessive dryness") and blindness ("rapid vision loss") and was found to have weight increased ("weight gain"). The patient was treated with acetylleucine (tanganil), acetylsalicylate lysine (cardegic), ketoprofen (profenid), levothyroxine sodium (levothyrox) and nefopam hydrochloride (acupan). Essure treatment was not changed. At the time of the report, the menorrhagia, ulcer, presyncope, fatigue, dyspepsia, gastrointestinal pain, dizziness, tinnitus, deafness, visual impairment, vision blurred, diplopia, sinusitis, chronic sinusitis, ear infection, wheezing, ligament rupture, skeletal injury, fibromyalgia, epilepsy, thyroid disorder, vaginal discharge abnormality, offensive vaginal discharge, loss of libido, weight increased, cardiovascular disorder, contusion, feeling cold, incontinence, dysuria, diarrhoea, constipation, haematochezia, proctalgia, endometriosis, flatulence, hot flush, nausea, dysphagia, transient ischaemic attack, migraine, insomnia, pain in extremity, restless legs syndrome, oedema peripheral, osteoarthritis, nervous system disorder, dysgraphia, disturbance in attention, tachycardia, neuralgia, paraesthesia, neuropathic pain, back pain, hypovitaminosis, stress, clumsiness, gait disturbance, amnesia, impaired work ability, partner stress, granuloma, dry skin and blindness outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, blindness, cardiovascular disorder, chronic sinusitis, clumsiness, constipation, contusion, deafness, diarrhoea, diplopia, disturbance in attention, dizziness, dry skin, dysgraphia, dyspepsia, dysphagia, dysuria, ear infection, endometriosis, epilepsy, fatigue, feeling cold, fibromyalgia, flatulence, gait disturbance, gastrointestinal pain, granuloma, haematochezia, hot flush, hypovitaminosis, impaired work ability, incontinence, insomnia, ligament rupture, loose tooth, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, neuralgia, oedema peripheral, osteoarthritis, pain in extremity, paraesthesia, partner stress, presyncope, proctalgia, restless legs syndrome, sinusitis, skeletal injury, stress, tachycardia, thyroid disorder, tinnitus, transient ischaemic attack, ulcer, vaginal discharge abnormality, vision blurred, visual impairment, weight increased, wheezing, neuropathic pain and offensive vaginal discharge with essure. The reporter commented: consumer had been submitted to following surgery procedure. Two neurolyses, one on each leg, osteotomy on left rib, at date of this reporter 28-sep-2020 consumer is waiting for osteotomy on right rib. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and ulcer ('ulcers hospitalization') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)2007, the patient had essure inserted. In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced epilepsy ("epilepsy"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ulcer (seriousness criterion hospitalization), transient ischaemic attack ("transitory ischemic accident"), back pain ("acute back pain / severe lower back pain"), vaginal discharge ("brown discharge"), endometriosis ("endometriosis"), presyncope ("vagal malaise"), fatigue ("unexplained fatigue"), dyspepsia ("digestive problems"), gastrointestinal pain ("intestinal spasms"), dizziness ("dizziness"), tinnitus ("tinnitus"), deafness ("hearing loss"), blindness ("rapid vision loss"), visual impairment ("reduced vision"), vision blurred ("blurred and double vision"), diplopia ("blurred and double vision"), sinusitis ("pansinusitis"), chronic sinusitis ("chronic sinusitis"), ear infection ("ear infections"), wheezing ("pulmonary wheezing"), ligament rupture ("several ligament ruptures"), bone disorder ("skeletal problem"), thyroid disorder ("thyroid"), skin odour abnormal ("malodorous excessive sweating"), hyperhidrosis ("excessive sweating"), loss of libido ("loss of libido"), cardiovascular disorder ("circulation problems"), contusion ("severe bruising"), feeling cold ("excessively chilly"), incontinence ("incontinence"), dysuria ("difficulty urinating"), diarrhoea ("diarrhoea"), constipation ("constipation"), haematochezia ("blood in stool"), proctalgia ("rectal pain"), flatulence ("flatulence"), hot flush ("unexplained hot flushes"), nausea ("nausea"), dysphagia ("swallowing problems"), migraine ("migraines 2 to 15 days apart"), insomnia ("insomnia"), pain in extremity ("pain in the legs"), restless legs syndrome ("restless leg syndromes"), oedema peripheral ("hand oedema"), osteoarthritis ("unexplained deformative osteoarthritis given my age"), nervous system disorder ("neurological problems"), dysgraphia ("difficulty writing"), disturbance in attention ("problems with concentration for everyday things"), tachycardia ("tachycardia"), neuralgia ("neuropathic pain elbows, shoulders, finger, arm, achilles tendon/ neuralgia"), paraesthesia ("paraesthesia"), vitamin b12 deficiency ("vitamin b12 deficiencies"), stress ("excess stress"), clumsiness ("repetitive clumsiness everything falls out of my hands"), amnesia ("loss of memory / forgetting to put the handbrake on, forgetting to turn off"), loose tooth ("loose teeth"), dry skin ("lizard skin excessive dryness") and granuloma ("granulomas") and was found to have weight increased ("weight gain"). The patient was treated with acetylleucine (tanganil), acetylsalicylate lysine (cardegic), ketoprofen (profenid), levothyroxine sodium (levothyrox) and nefopam hydrochloride (acupan). Essure treatment was not changed. At the time of the report, the menorrhagia, ulcer, transient ischaemic attack, back pain, vaginal discharge, endometriosis, presyncope, fatigue, dyspepsia, gastrointestinal pain, dizziness, tinnitus, deafness, blindness, visual impairment, vision blurred, diplopia, sinusitis, chronic sinusitis, ear infection, wheezing, ligament rupture, bone disorder, fibromyalgia, epilepsy, thyroid disorder, skin odour abnormal, hyperhidrosis, loss of libido, weight increased, cardiovascular disorder, contusion, feeling cold, incontinence, dysuria, diarrhoea, constipation, haematochezia, proctalgia, flatulence, hot flush, nausea, dysphagia, migraine, insomnia, pain in extremity, restless legs syndrome, oedema peripheral, osteoarthritis, nervous system disorder, dysgraphia, disturbance in attention, tachycardia, neuralgia, paraesthesia, vitamin b12 deficiency, stress, clumsiness, amnesia, dry skin and granuloma outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, blindness, bone disorder, cardiovascular disorder, chronic sinusitis, clumsiness, constipation, contusion, deafness, diarrhoea, diplopia, disturbance in attention, dizziness, dry skin, dysgraphia, dyspepsia, dysphagia, dysuria, ear infection, endometriosis, epilepsy, fatigue, feeling cold, fibromyalgia, flatulence, gastrointestinal pain, granuloma, haematochezia, hot flush, hyperhidrosis, incontinence, insomnia, ligament rupture, loose tooth, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, neuralgia, oedema peripheral, osteoarthritis, pain in extremity, paraesthesia, presyncope, proctalgia, restless legs syndrome, sinusitis, skin odour abnormal, stress, tachycardia, thyroid disorder, tinnitus, transient ischaemic attack, ulcer, vaginal discharge, vision blurred, visual impairment, vitamin b12 deficiency, weight increased and wheezing with essure. The reporter commented: consumer had been submitted to following surgery procedures: two neurolyses, one on each leg, osteotomy on left rib, at date of this reporter (B)(6)2020 consumer is waiting for osteotomy on right rib. Inability to work, damage caused to patients but also to all their loved ones, because relatives lives are a calamity. Total inability to run, almost total inability to cycle. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Amendment: the report was amended for the following reason: due to internal review the event term 'malodorous excessive sweating' was split and re-coded to skin odour abnomal ' and 'hyperhidrosis'. Event problem code amended from pain to heavier menses. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 28-sep-2020. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and ulcer ('ulcers hospitalization') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In 2009, the patient experienced fibromyalgia ("fibromyalgia"). In 2013, the patient experienced epilepsy ("epilepsy"). On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), ulcer (seriousness criterion hospitalization), presyncope ("vagal malaise"), fatigue ("unexplained fatigue"), dyspepsia ("digestive problems"), gastrointestinal pain ("intestinal spasms"), dizziness ("dizziness"), tinnitus ("tinnitus"), deafness ("hearing loss"), visual impairment ("reduced vision"), vision blurred ("blurred and double vision"), diplopia ("blurred and double vision"), sinusitis ("pansinusitis"), chronic sinusitis ("chronic sinusitis"), ear infection ("ear infections"), wheezing ("pulmonary wheezing"), ligament rupture ("several ligament ruptures"), bone disorder ("skeletal problem"), thyroid disorder ("thyroid"), vaginal discharge abnormality ("brown discharge"), offensive vaginal discharge ("malodorous excessive sweating"), loss of libido ("loss of libido"), cardiovascular disorder ("circulation problems"), contusion ("severe bruising"), feeling cold ("excessively chilly"), incontinence ("incontinence"), dysuria ("difficulty urinating"), diarrhoea ("diarrhoea"), constipation ("constipation"), haematochezia ("blood in stool"), proctalgia ("rectal pain"), endometriosis ("endometriosis"), flatulence ("flatulence"), hot flush ("unexplained hot flushes"), nausea ("nausea"), dysphagia ("swallowing problems"), transient ischaemic attack ("transitory ischemic accident"), migraine ("migraines 2 to 15 days apart"), insomnia ("insomnia"), pain in extremity ("pain in the legs"), restless legs syndrome ("restless leg syndromes"), oedema peripheral ("hand oedema"), osteoarthritis ("unexplained deformative osteoarthritis given my age"), nervous system disorder ("neurologycal problems"), dysgraphia ("difficulty writing"), disturbance in attention ("problems with concentration for everyday things"), tachycardia ("tachycardia"), neuralgia ("neuralgia"), paraesthesia ("loss of sensitivity (paraesthesia)"), peripheral neuropathic pain ("neuropathic pain elbows, shoulders, finger, arm, achilles tendon"), back pain ("acute back pain / severe lower back pain"), vitamin b12 deficiency ("vitamin b12 deficiencies"), the first episode of stress ("excess stress"), clumsiness ("repetitive clumsiness everything falls out of my hands"), gait disturbance ("total inability to run, almost total inability to cycle"), amnesia ("loss of memory / forgetting to put the handbrake on, forgetting to turn off"), impaired work ability ("inability to work"), the second episode of stress ("damage they cause to patients but also to all their loved ones, because relatives lives are a calamity"), loose tooth ("loose teeth"), granuloma ("granulomas"), dry skin ("lizard skin excessive dryness") and blindness ("rapid vision loss") and was found to have weight increased ("weight gain"). The patient was treated with acetylleucine (tanganil), acetylsalicylate lysine (cardegic), ketoprofen (profenid), levothyroxine sodium (levothyrox) and nefopam hydrochloride (acupan). Essure treatment was not changed. At the time of the report, the menorrhagia, ulcer, presyncope, fatigue, dyspepsia, gastrointestinal pain, dizziness, tinnitus, deafness, visual impairment, vision blurred, diplopia, sinusitis, chronic sinusitis, ear infection, wheezing, ligament rupture, bone disorder, fibromyalgia, epilepsy, thyroid disorder, vaginal discharge abnormality, offensive vaginal discharge, loss of libido, weight increased, cardiovascular disorder, contusion, feeling cold, incontinence, dysuria, diarrhoea, constipation, haematochezia, proctalgia, endometriosis, flatulence, hot flush, nausea, dysphagia, transient ischaemic attack, migraine, insomnia, pain in extremity, restless legs syndrome, oedema peripheral, osteoarthritis, nervous system disorder, dysgraphia, disturbance in attention, tachycardia, neuralgia, paraesthesia, peripheral neuropathic pain, back pain, vitamin b12 deficiency, clumsiness, gait disturbance, amnesia, impaired work ability, the last episode of stress, granuloma, dry skin and blindness outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, blindness, bone disorder, cardiovascular disorder, chronic sinusitis, clumsiness, constipation, contusion, deafness, diarrhoea, diplopia, disturbance in attention, dizziness, dry skin, dysgraphia, dyspepsia, dysphagia, dysuria, ear infection, endometriosis, epilepsy, fatigue, feeling cold, fibromyalgia, flatulence, gait disturbance, gastrointestinal pain, granuloma, haematochezia, hot flush, impaired work ability, incontinence, insomnia, ligament rupture, loose tooth, loss of libido, menorrhagia, migraine, nausea, nervous system disorder, neuralgia, oedema peripheral, osteoarthritis, pain in extremity, paraesthesia, presyncope, proctalgia, restless legs syndrome, sinusitis, tachycardia, thyroid disorder, tinnitus, transient ischaemic attack, ulcer, vaginal discharge abnormality, vision blurred, visual impairment, vitamin b12 deficiency, weight increased, wheezing, the first episode of stress, offensive vaginal discharge, peripheral neuropathic pain and the second episode of stress with essure. The reporter commented: consumer had been submitted to following surgery procedure. Two neurolyses, one on each leg, osteotomy on left rib, at date of this reporter (B)(6) 2020 consumer is waiting for osteotomy on right rib. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.